Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported during fill 1 the cycler alarmed for a heater bag issue. Patient cancelled treatment and removed the cassette and found fluid was leaking inside the cassette door. Patient did manuals and informed his nurse. The cycler was replaced. During follow up the patient's nurse reported that the patient did not have any adverse events related to the leak.

Manufacturer narrative:
The internal, visual inspection showed that there were indications of dried fluid inside the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. The reported complaint symptom ¿fluid leaking¿ was not confirmed during testing. The reported complaint symptom ¿hb make sure hb is on ht tray and unclamped¿ was not confirmed during testing. The internal inspection showed that there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. DHR review on 09/06/2017 search of the cycler records showed that the cycler identifying, disinfecting and disposition form was marked ¿fluid leak¿ by return goods on 06/09/2017. Mushroom head check passed by return goods on 06/09/2017.